Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced ineffective stimulation since her scs system was implanted. The patient stated her scs system was explanted approximately 2 years ago.